Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that lead anomaly was noted on the right ventricular (rv) lead. The lead was explanted and replaced.